Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre use test, the cs300 intra-aortic balloon pump (iabp) detected alarm code 117 and the motor noise was loud. There was no harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found fault #117 in the logs. The fse replaced the front end board (0670-00-0668) and compressor (0102-00-0001). The unit passed all safety and functional tests and was returned to the customer for clinical use.

Event description:
N/a.